Event description:
During impaction the tibial component part of the plastic impactor broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported instrument was not possible as it was not returned. A complaint database search found additional complaints related impactor breakage. Previous investigations for this failure found the root cause is attributed to misuse through mis-alignment. The investigation could not verify or draw any conclusions about the current reported breakage without the instrument to examine. Based on the inability to confirm the reported event or identify root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.